Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution. (B)(4).

Manufacturer narrative:
The patient¿s initial procedure was found to be mitral valve replacement and tricuspid annuloplasty. Two days after surgery the swan-ganz catheter was unable to be removed and it was suspected that the catheter had been sewn into the heart. The following day, open chest surgery was performed and it was found that the catheter was not sewn to the heart and was able to be removed with force by being pulled from the introducer. The patient¿s hospitalization in ICU was extended for one to two days. One catheter with monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was seated to the catheter through 40 cm to 105 cm but no introducer was attached. No original packaging was returned. As received, the heater shrink wrapping was broken off at 17.5 cm proximal from the catheter tip. Proximal heater bonding was broken off and the heater shrink wrapping was bunching to the distal side. Blood was visible inside the shrink tube. Distal heater bonding was intact and no visible damage was found. The thermal filament was partially unstuck from the catheter body but not broken off. Insertion testing into the lab introducer was not performed due to the condition of the heater wrapping. Note that the compatible introducer size for this catheter is 8.5 fr or 9 fr per IFU and that the 8 fr introducer used during the procedure is not the IFU recommended size. No visual inconsistencies to the catheter were found except for the shrink damage. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eye. Customer report of catheter removal difficulty could not be confirmed during the evaluation; however the thermal filament cover was found to be damaged. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU recommends the use of a 8.5 fr or 9 fr introducer with this catheter. It should be noted that the clinician used an 8.0 fr introducer which may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that a swan-ganz catheter was inserted for mitral valve replacement (mvr) in a (B)(6) year old man. Two days later, the catheter was scheduled for removal, but the clinician could not remove the catheter. The following day, open chest surgery was performed and the catheter was removed. There were no patient complications reported.